Event description:
It was reported that this right ventricular (rv) lead exhibited out-of-range shock lead impedance measurements. Subsequently, the lead was extracted and replaced. The lead is not expected to be returned. No additional adverse patient effects were reported.